Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nighttime hypoglycemia after shifting a gastrointestinal-cleansing medication to the evening, and troubleshooting and education were provided, including discussion with a healthcare professional and introducing a small evening snack. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of device data. Investigation of this case revealed no device malfunction and blood glucose remained predominantly in range on subsequent review. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user-specific factors or concurrent therapy rather than a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.